Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a female patient in her 60's. She was injected with a total of three syringes of radiesse®, into the cheeks, nasolabial folds and marionette lines, on (B)(6) 2019. Radiesse® was mixed with bacteriostatic water. On (B)(6) 2019 while treating the right side, the reporter noticed that a bruise had come up on the patient's left side. The reporter checked for capillary refill and asked about pain. The patient denied pain. There was no blanching, mottling, or blistering. The reporter continued treating the right side and kept an eye on the affected area. The capillary refill was checked a second time and it seemed delayed, and nitropaste was applied to the bruised area. Within the next 5-10 minutes, it seemed to be getting worse. The reporter was unsure if this was from the nitropaste so she wiped it off and cleaned the area. After finishing injections, the patient was kept in the office for 30-45 minutes and the area felt ok, so it was presumed that was just a bruise. The patient was instructed if she went home and had pain or the area started to darken or started to travel or any unusual color changes, to call right away. On the morning of (B)(6) 2019, the reporter texted the patient and the patient said the area had just a dark bruise. The reporter asked for a photograph. The patient said she was busy because she was leaving town and would send a photograph later. On (B)(6) 2019, around 15:00 - 16:00 o'clock, 48 hours post injection, the patient sent a photograph. When reporter saw it, the area looked like an occlusion. The bruise traveled up the nasolabial fold. It was a bad quality photograph. The reporter notified her supervising physician and they started searching for someone to see the patient as she had traveled from (B)(6), where she was injected, to (B)(6). They found a physician who would see the patient. That physician called the patient and asked her to come in, but the patient said she would go the next day. The reporter shipped sodium biosulfate, hyaluronidase, and nitropaste to the physician in (B)(6). On (B)(6) 2019, at 10:00 o'clock, the patient was seen by the physician, and at around 11:00 o'clock, the physician sent the reporter a photograph. It looked like the bruise had traveled. The patient still denied pain. The physician said, on exam, some possible stippling above the upper lip was observed. The physician was not overly concerned. The reporter asked the physician to dissolve the radiesse®, but the physician felt it was not necessary, so the reporter agreed. The patient was going to be seen on (B)(6) 2019. The patient has not received additional treatment other than she was instructed to take aspirin on (B)(6) 2019. Due to the provided information, the outcome of the event was considered as not resolved. In the opinion of the reporter, treatment was necessary to prevent permanent damage and the event was related to radiesse®.